Event description:
A pt in ICU had a double port PICC line. Infusions could be given through the red port but blood clould not be drawn through this port. The white port leaked at the site. The pt was taken to radiology to have this PICC removed and a new one inserted. As the "old" PICC line was being removed, at what would have been 4cm into the PICC line and under the skin, and "blow out" in the white side of the PICC line was noted. The PICC line was removed without incident.